Event description:
It was reported that the cardiosave intra-aoritc balloon pump (iabp), battery was not changing. There is no patient involvement.

Manufacturer narrative:
Due to character limit: e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp), batteries won¿t charge on ac power and inserted in the cart and fiber optics cable was broken. There is no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, g1, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e1(initial reporter, event site email), e2, e3, e4, h6(medical device ¿ problem code). The getinge field service engineer (fse) that encountered the issue upon inspection both lithium batteries led¿s were flashing while connected to ac power, both lithium batteries were not charging via service menu; regardless of either power slot. Both power slots showed the mwh capacity dropping in each battery. No signs of contamination or saline abuse throughout the unit. Replaced power management board (0670-00-1162) and confirmed the units batteries mwh capacity was still dropping. Proceeded to replace the units cart power supply (0014-00-0258) and replaced the main ac power cord (0012-00-1688-21) out of per caution. Connected the unit to ac power for 1 hour. Confirmed the mwh was steadily increasing and both batteries were able to charge. Device passed all functional and safety tests according to factory specifications. Device was returned to customer.

Manufacturer narrative:
Corrected field: h6 (medical device ¿ problem code, investigation findings), b5. Updated field: b4, g3, g6, h2, h11.

Event description:
It was reported that the cardiosave intra-aoritc balloon pump (iabp), battery was not changing. There is no patient involvement.